Event description:
Same case as MFR#2134265-2012-04589. It was reported that during an embolization treatment procedure, a balloon rupture and deflation difficulties occurred. The target lesion was located in the renal artery. The physician advanced a 6mmx2mmx80cm occlusion balloon catheter to dilate the lesion. The occlusion balloon catheter was inflated to an unknown atms and ruptured. Another 6mmx2mmx80cm occlusion balloon catheter was advanced to the target lesion and failed to deflate. The procedure was completed with another 6mmx2mmx80cm occlusion balloon catheter. No patient complications were reported.

Event description:
Same case as MFR #2134265-2012-04589. It was reported that during an embolization treatment procedure, a balloon rupture and deflation difficulties occurred. The target lesion was located in the renal artery. The physician advanced a 6mmx2mmx80cm occlusion balloon catheter to dilate the lesion. The occlusion balloon catheter was inflated to an unknown atms and ruptured. Another 6mmx2mmx80cm occlusion balloon catheter was advanced to the target lesion and failed to deflate. The procedure was completed with another 6mmx2mmx80cm occlusion balloon catheter. No patient complications were reported.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluated by MFR: examination of the returned device revealed no anomalies of the catheter shaft. The balloon was found to be burst in its mid-section. Both proximal and distal balloon bonds met length specification. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered user related as the device was used after its expiration and the dfu states "storage beyond the expiration date listed on the package may cause the balloon to deteriorate." (B)(4).